Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging of the graftmaster stent delivery system (sds), the sheath was removed, and the stent dislodged. There was no resistance noted during removal of the sheath. There was no patient involvement and no clinically significant delay in the procedure. A new drug eluting stent delivery system was used successfully. No additional information was provided.